Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range 2.5 - 3.7 inr): qc 1: 2.9 inr; qc 2: 3.0 inr; qc 3: 3.1 inr. The maximum difference between measurements was 7 %. Relevant retention test strips (lot 368871) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Occupation: occupation was lay user/patient.

Event description:
The initial reporter received a questionable high result from coaguchek xs meter serial number (B)(4). The result from the meter was 5.2 inr and the result from a laboratory was 3.8 inr. The laboratory reagent was not known. There was no allegation of an adverse event. The therapeutic range was 2.0-3.0 inr. The customer was not anemic or polycythemic, had no antiphospholipid antibodies, was not on direct thrombin inhibitors, no heparin, no illness, no new medication, no coumadin dose changes, no diet changes, and no symptoms of bleeding or bruising. The suspect product was requested to be returned for investigation. Replacement product was sent.